Event description:
It was reported that a vns pt continues to experience break through seizures. Currently the relationship of the break through seizure to vns therapy is unk as good faith attempts have been made to the treating neurologist to obtain add'l info. Pt is likely to undergo generator replacement surgery.